Event description:
The distributor contacted animas on (B)(6) 2012 stating that all the keypad buttons were unresponsive. There is no further information regarding the complaint available at this time. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be detached from the pump, exposing the button contacts. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, all keypad buttons were intermittently unresponsive and required multiple presses with increased force to engage. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, a hole was observed in the audio bolus button and was hard to push.